Event description:
It was reported that the insulin pump alarmed several battery out limit alarms. The customer attempted to clear the alarms and changed the battery, but the alarms persisted. The customer stated that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. The pump was received with no button response on the esc button due to moisture damage on the keypad traces. Unable to perform the displacement or off no power tests, or check the operating currents due to the unresponsive keypads. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.